Manufacturer narrative:
Zimmer biomet complaint (B)(4). This event has been previously reported on (B)(6) 2019 as screw fracture under MFR 0001038806-2019-00464; however, it was confirmed that this event is an implant fracture instead. Patient weight: not provided. UDI number: (B)(4). Device was discarded.

Event description:
It was reported an implant fracture. Implant was removed. Tooth location 12.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The 3i t3® with dcd® non-platform switched tapered implant 4 x 10mm (bnst410) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No relevant preexisting conditions were noted on the per. The reported device was used for slightly less than 2 years prior to fracture. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number 2016080300. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016080300) for similar event and 1 other complaint was identified which is a related complaint. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or product (bnst410). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause for the event could not be determined. The following sections have been updated: unique identifier (UDI) number: (B)(4).